Event description:
The facility reported an infusion pump with failure code 500:320:844:0000. It is unknown when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
The customer reported failure code 500:320:844:0000. The failure code was confirmed in the event history and was caused by an inoperative channel c pump head module select key. The inoperative channel c pump head module select key was attributed to a faulty keypad. Channel c pump head module keypad was replaced to fix the problem and the pump was returned to the customer fully operational. This issue is being investigated.